Manufacturer narrative:
Date initial report sent: 10/26/2009.

Event description:
According to the report: the client reports that the bag is torn on one side causing longer procedure time to remove the operated piece.